Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The displacement test functioning properly. Pump received with cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated error occurred during manual prime. The blood glucose at the time of the incident was 425 mg/dl. Troubleshooting was not able to resolve the issue. Customer mentioned that high blood glucose was due to her not being on the insulin pump she manually treated. The device was returned for analysis.